Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2011. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The reporter considered device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable o confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received. Events : abnormal bleeding (vaginal, menorrhagia, migration of essure location of device: uterus, pain, essure confirmation test(s) conducted, specify were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.